Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 750cc and suffered from bilateral breast cyst, capsular contracture and device migration on the left breast implant. The patient experienced ¿pain in armpit, bags under eyes, headaches and migraines, nipples hurt, nausea, neck and shoulder issues, lethargic, she speaks like she has had a stroke, sleeping issue, lost appetite, sense of smell¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 6/21/2021, it was reported to mentor that the patient experienced ptosis of breast, neck and shoulder pain, migraines, hair loss, and breast pain, rashes and "instant" bruising of the chest. The patient had undergone removal on (B)(6) 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/23/2021, it was reported to mentor that the capsular contracture was baker grade IV. Manufacturer¿s reference number: (B)(4).